Manufacturer narrative:
Other applicable components are: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, partially explanted on (B)(6) 2018. Product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient receiving an unknown intrathecal medication via an implanted pump for non-malignant pain. It was reported the catheter could not be aspirated during a pump replacement. The patient had a pump replacement recently and during the revision the doctor could not aspirate the catheter so the healthcare provider (hcp) did not do anything with the drug in the catheter. It was noted the patient was fine for around five days and then she started to have withdrawals symptoms. The drug was not changed from the old to new pump. The hcp did perform a back table prime, but was not sure how much they primed. On (B)(6) 2018 they attempted to perform a dye study and the hcp could not aspirate the catheter, so the dye study could not be performed. The rep said the patient was probably going to be having a catheter replacement this week. The hcp filled the pump with new drug at the catheter access port (cap) procedure. The patient did not have any problems prior to the pump replacement. Reported symptoms included being cloudy headed, tough to get out of bed, and sluggish. The event date was (B)(6) 2018. It was also reported the rep thought the drugs were dilaudid and bupivacaine, but she was not sure. Additional information was received from a company representative (rep) indicated the patient was having withdrawal type symptoms after the implant that was reported to the healthcare provider (hcp) by the patient. It was noted the cause of the inability to aspirate the catheter was unknown. The patient had a catheter revision on (B)(6) 2018 and the catheter was replaced. The patient was doing well, and catheter issue was resolved. It was also reported new drug was placed in the pump at the implant prior to the back table prime of 0.3 milliliters. The prime was complete prior to connecting the catheter. The patient¿s weight at the time of the event was unknown and unable to be obtained. Furthermore, the catheter was partially left in the patient and the other was discarded by the facility prior to being able to be obtained for analysis. No further complications were reported/anticipated or expected.